Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The reported patient effect of tissue prolapse are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as an adverse event that may be associated with pci treatment procedures and the use of a stent in native coronary. A conclusive cause for the reported prolapse, and the relationship to the product, if any, cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a moderately calcified and tortuous lesion in the right coronary artery. The 2.50x18mm xience sierra stent was implanted. After post dilatation, an unusual plaque prolapse through the stent struts were noted. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.